Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were examined. Destructive testing was unable to determine the cause of the stall.

Event description:
It was reported that the procedure was not completed. The target lesion was located in the severely calcified proximal left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the preparation, it was noted that the equipment did not operate normally. The procedure was not completed due to this event. No complications reported and the patient is stable.

Event description:
It was reported that the procedure was not completed. The target lesion was located in the severely calcified proximal left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the preparation, it was noted that the equipment did not operate normally. The procedure was not completed due to this event. No complications reported and the patient is stable.